Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (time and date reset) issue.. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was removed for less than 24 hours. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The reporter stated that the patient had a blood glucose (bg) of 22mmol/l with lightheadedness, nausea, vomiting and unspecified ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: dates in total daily dose history are inconsistent changing from (B)(6) 2016 to (B)(6) 2007 and from (B)(6) 2007 to (B)(6) 2016. Black box shows a manual time change from 7:36pm (B)(6) 2007 to 11:01am (B)(6) 2016. Daily insulin delivery totals appear inconsistent due to time/date issue. No evidence of time/date reset observed in black box. Pump passed delivery accuracy test and found to be delivering within required specifications. Pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery (bt1) found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).